Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to procedural conditions (interaction between leaflet and clip during positioning). The reported mr is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip was inserted and deployed on the mitral valve without issues, reducing mr to a grade of 3. To further reduce mr, an ntw clip was inserted, and grasping was performed. After grasping, it was observed the posterior leaflet became damage, causing mr to increase to a grade of 4. Therefore, the clip was removed, and mitral valve replacement was performed.